Event description:
It was reported that the pump malfunctioned with a code of "malf 24" after being splashed with water and following an occlusion. There was no adverse impact to the customer's blood glucose level. The customer changed the site and cartridge and resumed insulin. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy. Tandem technical support decided to replace the pump, confirmed the shipping details, and provided instructions for both putting the old pump into storage mode and returning it.